Manufacturer narrative:
(B)(4).

Event description:
It was reported that the manufacturer representative met with the patient on (B)(6) 2011, due to the patient not feeling any stimulation sensation. Impedance readings were in the 1,000-2,000 ohms range, at that time. The patient had also received good impedances following implantation of the neurostimulator. The patient's device was reprogrammed without using electrode zero. The patient, then, felt stimulation, especially if the back was arched. The next day, the stimulation sensation stopped, even with the device set at 10.5 volts. The patient had multiple falls and seizures. The following impedances were reported (B)(6) 2011: at 0.7 volts: 0-1 = 4951, 0-2 = 5158, 0-3 = 9547, 1-2 = 1516, 1-3 = 7593, and 2-3 = 6581; at 3.0 volts: 0-1 = 4151, 0-2 = 4504, 0-3 = 7468. 1-2 = 1480, 1-3 = 6027, and 2-3 = 4985. A group impedance test, using electrodes 1 and 2 as cathodes and electrode 3 as the anode, showed greater than 4,000 ohms at 3.0 volts. After programming using electrodes 1 and 2, the patient still did not feel stimulation. It was later reported that it was difficult to see the connection of the lead and extension on x-ray. Two weeks later, the patient still did not feel any stimulation. There were no unusual changes in the lead, extension, or device noted upon x-ray. Impedance readings at 3.0 volts showed some values greater than 4,000 ohms, at this time. Reprogramming of all combination pairs was attempted, but the patient felt no stimulation. No information was provided related to the patient's outcome. Additional information was requested but not available as of the report date. A follow-up report will be filed if additional information becomes available.